Event description:
Reportedly, during a pacemaker replacement procedure, no pacing pulses were observed at the first attempt to connect the lead to the pacemaker involved in this MDR report. The lead was reconnected to the device and the pacing pulses were confirmed. Then the device was placed inside the pocket. Four minutes after the pacemaker was left within the pocket, the pacing pulses disappeared suddenly. The lead was taken out from the pacemaker and an analyzer was used to provide backup pacing. No anomaly was noted when the lead impedance and threshold were checked again. The device was replaced and returned for analysis.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.